Event description:
A malfunction was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue since the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again.